Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that according to electrostatic, it cannot recover. The customer complained that the pump's battery compartment is broken. The customer will be sent a replacement pump.